Manufacturer narrative:
The device has not been returned to the manufacturer, at this tine, for evaluation. A lot history review (lhr) of rex11293 showed no other similar product complaint(s) from these lot numbers.

Event description:
The patient had a groshong PICC-line inserted for three months. Her diagnose is a lymphoma and had r-shop chemotherapy. She reportedly had one more treatment to have. She allegedly started to cough and had to go in to the hospital by ambulance. They reportedly did an x-ray and saw the PICC had an alleged break 9 cm from the hub and had reportedly gone through the heart and end up in the artery of the lung.